Event description:
It was reported that balloon detachment occurred. The target lesion was an area of instant restenosis located in the right superficial femoral artery. A 3.5x40x150 (4f) sterling balloon catheter was advanced for dilatation. However, upon deflation of balloon, part of the balloon came off. Subsequently, the piece of the balloon was removed with a snare. The procedure was completed with another balloon. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). D4 lot number: updated from 0024680402 to 0025200218. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a circumferential tear resulting in a complete separation at 134.6cm distal of the strain relief. The inner shaft was separated at the tac weld. In the proximal portion, there was no contrast or blood. In the distal portion, there was contrast and blood in the balloon, and blood in the guidewire lumen. There was an unknown snare device with the complaint device. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon detachment occurred. The target lesion was an area of instent restenosis located in the right superficial femoral artery. A 3.5x40x150 (4f) sterling balloon catheter was advanced for dilatation. However, upon deflation of balloon, part of the balloon came off. Subsequently, the piece of the balloon was removed with a snare. The procedure was completed with another balloon. There were no patient complications reported.